Event description:
It was reported that the ilet pump was dosing too much insulin, with the user pausing the pump multiple times daily in response to low glucose and experiencing a documented glucose value of 54 mg/dl that persisted for about an hour; the cause of the device behavior remained unclear due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and no specific device component or malfunction could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.